Event description:
It was reported that the device was used during a thyroidectomy. The activation button stopped working. Continued to try, but it would not work consistently. Another device used to complete the case. There was no consequence to the patient. One device being returned.